Event description:
It was reported a system shut down and data was lost. Per report, the pca and continuous fluids were infusing. The brain and channels suddenly stopped and alarmed. There was patient involvement but no harm. Additional information provided: at approximately 0640, clinicians were setting up patient's blood administration set. Patient's pca and continuous fluids were infusing at that time. The pcu and channels suddenly stopped and alarmed. A warning appeared indicating the history and data would not be able to be saved and restarting of the brain and channels was necessary. Upon restart, all data was erased and unable to be retrieved. Pharmacy was called for assistance with documentation. Per nurse managers direction, off going rn and receiving rn set up pca with remaining volume and performed corresponding handoff. Volume @ restart 17.9ml, volume at prior handoff 36.9 ml, unable to obtain data for attempts/delivered doses. Pca was down for approximately 1 hour with patient unable to receive medication during that time. No patient harm was reported.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a system shut down and data was lost. Per report, the pca and continuous fluids were infusing. The brain and channels suddenly stopped and alarmed. There was patient involvement but no harm. Additional information provided: at approximately 0640, clinicians were setting up patient's blood administration set. Patient's pca and continuous fluids were infusing at that time. The pcu and channels suddenly stopped and alarmed. A warning appeared indicating the history and data would not be able to be saved and restarting of the brain and channels was necessary. Upon restart, all data was erased and unable to be retrieved. Pharmacy was called for assistance with documentation. Per nurse managers direction, off going rn and receiving rn set up pca with remaining volume and performed corresponding handoff. Volume @ restart 17.9ml, volume at prior handoff 36.9 ml, unable to obtain data for attempts/delivered doses. Pca was down for approximately 1 hour with patient unable to receive medication during that time. No patient harm was reported.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-84399 is a concomitant. Please refer to manufacturer report number 2016493-2025-84400, 2016493-2025-84395 which captured the correct suspect device per investigation report.